Event description:
It was reported following a percutaneous coronary intervention (pci) for severely calcified lesion in the left anterior descending (lad), an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram found no anomalies at the right common femoral artery (cfa) puncture site. A 7f sheath was used during the procedure. The patient was pre-medicated with 200 mg of aspirin and 75 mg of clopidogrel daily, and received a bolus of 7,500 iu heparin. After 8 hours of pci, the angio-seal sts plus was deployed but the puncture site continued to bleed. Manual compression was applied and hemostasis was achieved. At that time, no other complications were observed. The next day, the patient experienced intermittent claudication, and the distal arteries were not palpable. A doppler ultrasound detected a stenosis. Maximum systolic blood flow velocity (msv) was 361cm per second, and an arterial brachial index (abi) was measured at zero. 12 days after the pci, a lower extremity arteriogram revealed a 99% stenosis in the right cfa. A percutaneous peripheral intervention (ppi) was performed where a 2.5x40 mm ikazuchi balloon (kaneka) was dilated. Intravascular ultrasound (ivus) found a high echo centric lesion and it was suspected to be the angio-seal anchor and collagen. A further inflation using a 6.0x40 submarine plus (sjm/invatec) was performed. There was 50% residual stenosis but normal flow to the lower limb was observed. After the ppi, the patient became free of intermittent claudication, and the abi improved to 0.65. Two months later, a right femoral angiogram revealed that the blood flow was improved and an abi was also improved to 0.81. The patient was taking prescribed anti-coagulant medication.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible as the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.